Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model #: a complete model # is unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided section d4 - catalog #: a complete catalogue # is unknown, as product serial number was not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the surgery in february the patient emerged as myopic on the right eye (od). Additional information provided showed that the patient experienced numbness in both eyes, watery eyes. High intraocular pressure (iop) in both eyes that might have required treatment if it did not drop was also reported. No treatment was given to alleviate symptoms of myopia in the od. There was no myopic issue with the left eye (os). No further information was provided. Note this report is submitted for the lens in the od. A separate report will be submitted for the lens in the os.